Event description:
It was reported that a patient underwent a lumbar posterior spinal fusion with hardware implantation. Laminectomy or hemi laminectomy was performed depending on the diagnosis. Rods were positioned followed by distraction on the affected levels. At an unknown time post-operatively, it was noted that both of the l5 screws was broken at the head-screw interface. One year post-op, the saggital alignment correction achieved by the operation was lost, the patient was symptomatic so a revision was done to remove the broken screws.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information.